Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine (0.787mg/day) via intrathecal infusion pump for non-malignant pain. It was reported that ¿maybe 2 years ago¿ the hcp drew medication out of pump and there were only bubbles coming out and not drug. It was stated that before the hcp was always able to pull out about 8-9ml's of drug out of the pump at refills. Patient said a volume discrepancy of about 8-9 mls was a red flag. It was further reported that the patient refused to pay for a second appointment unless the hcp proved the pump had been filled full of drug. The hcp took the patient back in, stuck them with the needle and drew the drug out and it was the whole vile of drug that it was supposed to be so patient was satisfied with that and drug was reinserted back into pump. Patient said a big volume discrepancy like that never happened to them again.